Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when changing carb ratios the insulin pump goes up to three settings and then goes back to edit settings. Customer requested to have the insulin pump replaced. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was programmed with bolus wizard with 150 mg/dl blood glucose and 50 grams food and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly noted. The insulin had a cracked battery tube threads and cracked reservoir tube lip.